Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pocket pain with redness and swelling. The physician assessed it was cellulitis that may have entered through the patient's incision scar over the ipg. The patient was prescribed antibiotics and the event is resolving.